Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.

Event description:
The event is reported as: customer alleges - the catheter tubing was discovered under the in-home care pt. The tip of a catheter tubing was left inside the pt. The visiting nurse came to re-insert a new catheter suprapubically, but was unable to because of too much resistance at the suprapubic site. Pt was taken to the ER, where the ER doctor re-inserted the catheter with much resistance, resulting in pain and bleeding to the pt. The pt was then discharged. Consequently, pt developed fever and infection of bladder. That same evening, pt went to another ER and was admitted for treatment of infection. Pt underwent surgery and doctor removed catheter tip from the bladder. Pt current condition is fine.